Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that customer had an emergency room visit on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer had symptom of vomiting due to eating halloween candy. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was not admitted into the hospital. Customer was treated with insulin IV drip. Customer was wearing insulin pump at the time of emergency room visit. Customer's father also reported that was having trouble with infusion set and had a hospitalization in (B)(6) due to diabetic ketoacidosis. Caller will call back with more hospitalization information.